Event description:
It was reported that the patient was admitted from (B)(6) 2021 for a driveline infection with positive blood cultures for staphylococcus genus. The infection was treated with bactrim, ertapenem, and cefazolin. The infection is chronic and the patient was on suppressive therapy with bactrim.

Manufacturer narrative:
The patient was admitted for driveline infection on (B)(6) 2020 MFR# 2916596-2022-13524) and (B)(6) 2022 (MFR# 2916596-2022-13526). Manufacturer's investigation conclusion: the patient expired due to septic shock (MFR#2916596-2022-13306). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.